Event description:
It was reported that a small volume folfusor ¿had leaking in the yellow light protective bag¿. The device was filled with fluorouracil 2250mg in 115ml sodium chloride 0.9%. The issue was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Lot #: suspected lot # 21n002 and 21n037. Initial reporter phone (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6 and h10: h10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed fluid inside a yellow color bag that contained the device which suggested a leak may have occurred. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.